Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had pump thrombosis. Patient elected for comfort measures and ultimately passed away on (B)(6) 2019 from failure to thrive and multiple organ dysfunction syndrome (mods). Patient chose to withdraw care as opposed to taking measures to treat pump thrombus (anticoagulation measures, pump replacement surgery, etc).

Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings will be submitted under MFR # 2916596-2019-06089.